Event description:
It was reported that the patient presented remotely via merlin.net transmission due to noise reversion episodes that looks like t wave oversensing. Analysis of the transmission noted possible electromagnetic interference (emi) noise present on both right atrial (ra) lead and right ventricular (rv) lead and other episodes show lead noise related. No programming changed made and the patient continued to be monitored. The patient was stable throughout.